Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis event and another indication. Treatment was not reported. At the time of this report the patient outcome was not reported. On an unreported date the patient was discharged from the hospital. At the time of this report pd therapy was "resumed". No additional information is available.